Event description:
The customer reported to customer service that the power supply for her breast pump had frayed and sparked.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she stated that the power supply sparked the last time she had tried to use it. It was in a spot where the "thinner cord meets the thick flexible piece". Customer stated the power cord has a melted plastic smell but not visible melting was noted. When asked about injuries the customer stated her fingers were burnt when trying to unplug the power supply, however, no medical attention was required. The file was sent to a medela clinician for review. The clinician reviewed the complaint and stated that without report of continued symptoms the issue was resolved without permanent adverse effect. The product involved in the complaint has not been returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.